Event description:
It was reported that the patient was enrolled in the vapeur rct study on (B)(6) 2022. At baseline, there were no abnormal findings documented, urinary tract infection (uti) stats was negative, and hematuria was not present. The patient underwent the water vapor therapy procedure on (B)(6) 2022 with anesthesia and prophylactic antibiotics. During the procedure, no adverse events or device observations were noted. The procedure was completed without any complications and the patient was discharged with an indwelling catheter. During the procedure, the patient had received a total of four treatments: two in the right lobe and two in the left lobe. The nurse later removed the catheter at the patient's home on (B)(6) 2022. Six days following the procedure, the patient presented with prostatitis. The patient was administered ofloxacin for treatment, and the prostatitis was considered resolved as of (B)(6) 2022.

Event description:
It was reported that the patient was enrolled in the vapeur rct study on (B)(6) 2022. At baseline, there were no abnormal findings documented, urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent the water vapor therapy procedure on (B)(6) 2022 with anesthesia and prophylactic antibiotics. During the procedure, no adverse events or device observations were noted. The procedure was completed without any complications and the patient was discharged with an indwelling catheter. During the procedure, the patient had received a total of four treatments: two in the right lobe and two in the left lobe. The nurse later removed the catheter at the patient's home on (B)(6) 2022. Six days following the procedure, the patient presented with prostatitis. The patient was administered ofloxacin for treatment, and the prostatitis was considered resolved as of (B)(6) 2022.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with use of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with use of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was enrolled in the vapeur rct study on (B)(6) 2022. At baseline, there were no abnormal findings documented, urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent the water vapor therapy procedure on (B)(6) 2022 with anesthesia and prophylactic antibiotics. During the procedure, no adverse events or device observations were noted. The procedure was completed without any complications and the patient was discharged with an indwelling catheter. During the procedure, the patient had received a total of four treatments; two in the right lobe and two in the left lobe. The nurse later removed the catheter at the patient's home on (B)(6) 2022. Six days following the procedure, the patient presented with prostatitis. The patient was administered ofloxacin for treatment, and the prostatitis was considered resolved as of (B)(6) 2022. Additional information received clarified that the prostatitis previously reported was bacterial prostatitis.